Manufacturer narrative:
H6: continued: health effect - clinical code: 2001 perforation. 3261 multiple organ dysfunction syndrome, 4481 pancreatitis. Health effect - impact code: 1802 death, 4624 surgical intervention. Medical device problem code: 1670 use of device problem. Component code: 419 balloon. Type of investigation: 10 testing of actual/suspected device, 4111. Communication/interviews, 3331 analysis of production records. Investigation findings: 4248 usage problem identified. Investigation conclusions: 19 cause traced to user. Correction information b4: date of this report - updated. The date of the previous follow-up #1 report was incorrectly documented as 13-jan-2025. The correct submission date is 13-jan-2026. G1: contact office - updated g6: follow-up #: 2 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions - updated additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the manufacturer received information regarding an event involving a pentax medical ultrasound video endoscope eg36-j10ur (sn: (B)(6)). The event occurred on (B)(6) 2025 during an endoscopic ultrasound procedure at hospital de braga, portugal. During the procedure, the physician attempted to instill water into the balloon. Instead of water, co2 gas was unintentionally introduced into the balloon, resulting in rapid and marked balloon expansion. A duodenal perforation was identified. Following identification of the perforation, the patient received antibiotics, underwent an abdominal CT scan, and was taken for immediate surgery. The patient underwent a transmesocolic duodenojejunal anastomosis. Two days after surgery, the patient was admitted to the intensive care unit (ICU) due to severe acute pancreatitis. On (B)(6) 2026, the manufacturer received official information from the treatment facility that the primary cause of death was multi-organ failure and the secondary cause of death was acute pancreatitis. The device configuration used during the procedure was confirmed on (B)(6) 2026 and (B)(6) 2026. The configuration included the following devices: endoscope eg36-j10ur (sn: (B)(6)), processor optivista epk i7010 (sn: e720597), balloon oe-a51 (lot# 1021104), ultrasound system hitachi arietta 850 (sn: (B)(6)), and water bottle os-h5 (0151040, 0021032) or os-h4 (no lot number). It could not be determined which water bottle was used during the examination. An olympus co2 pump was connected via an of-g11 gas adapter. The devices were collected and evaluated. Functional testing and visual inspection of the returned endoscope and available accessories were conducted. No device malfunction was identified. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on (B)(6) 2025 under normal conditions. A concession was applied during production; however, the device met all specifications, passed all required inspections, and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on (B)(6) 2025. A root cause analysis (rca) was performed. The investigation confirmed that no defects or malfunctions were present in the endoscope, accessories, manufacturing process, or repair process that could have caused co2 gas insufflation into the balloon. Based on the investigation, a potential root cause was that the water in the water bottle assembly had been depleted during the clinical procedure and this condition was not recognized by the user. When water was attempted to be injected into the balloon, co2 gas remaining in the water bottle assembly was delivered into the balloon, resulting in balloon expansion. The user facility could not confirm whether the water bottle assembly was empty at the time of the event; therefore, this potential cause could not be excluded. Additional testing was conducted using an excised porcine duodenum specimen. The distal end of the insertion portion with the balloon attached was inserted into the lumen of the specimen, and co2 gas was insufflated into the balloon to inflate it. Under these test conditions, perforation of the specimen was not observed. A review of design and labeling changes since the last clearance date of (B)(6) 2020 confirmed that no changes related to the balloon inflation system, air/water/balloon channels, associated components, or IFU labeling were identified that could be associated with this event. A review of complaints, service reports, and mdrs over the previous two years identified this as the only reported case of gastrointestinal perforation associated with balloon inflation for this device model. The investigation determined that no device malfunction was identified. Pentax medical has not received any further information regarding this event and considers this medwatch report closed.

Event description:
On 19-dec-2025, pentax medical became aware of an event involving a pentax medical ultrasound video scope model eg36-j10ur serial number (B)(6) in portugal within the emea region. On (B)(6) 2025, an endoscopic procedure was performed using the endoscope concerned. During a visit to the facility on (B)(6) 2025, the pentax medical territory manager received a report from the facility's service department regarding a malfunction that occurred during expansion of the ultrasound endoscope balloon, and the endoscope was collected. On (B)(6) 2025, the facility reported by email that during the endoscopic procedure, the ultrasound endoscope balloon expanded rapidly and extensively with air instead of water and affected the patient's duodenal wall. The facility also reported that the endoscope continued to be used normally for approximately one month from the date of the event on 08-oct-2025 until collection on (B)(6) 2025, and there was no report from the facility regarding patient harm during that period. The email dated (B)(6) 2025 did not include any information suggesting patient death, hospitalization, or a serious condition. At that time, the endoscope had already been collected and technical verification was in progress. While pentax medical maintained regular contact with the facility regarding the progress of the technical verification, notification was received on (B)(6) 2025 that the patient who underwent the procedure with the endoscope had died. At this time, the causal relationship between the pentax medical endoscope and the patient's death is unknown. This event occurred during use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H6: continued: health effect - clinical code: 4580 insufficient information. Health effect - impact code: 1802 death. Medical device problem code: 3190 insufficient information. Component code: 4776 insufficient information. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available. Due to limited information available regarding this event, pentax medical spain performed a good faith effort (gfe) to gather additional information and received a response via email on 24-dec-2025. According to the information provided, the patient who underwent the procedure was reported by the facility to have died, as communicated in an email dated (B)(6) 2025. Further information regarding the circumstances of the event and the device is currently being collected. The affected device is currently located at pentax medical spain and is under investigation. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
B4: date of this report - updated. B5: event description: the event description has been updated to reflect that notification of patient death was received on december 22, 2025, and to accurately document that the on (B)(6) 2025 email reported the patient had undergone surgery and was admitted to the intensive care unit (ICU). G3: date received by manufacturer: the date received by manufacturer has been corrected from december 19, 2025, to november 13, 2025, as detailed in the rationale below. G6: follow-up #: 1. H2: if follow-up, what type? Correction. Additional information. Additional information. H11: additional narrative update. The initial report was submitted with an awareness date of december 19, 2025, based on notification of patient death received on that date. Following submission, a comprehensive review of regional office communications identified that information regarding serious patient injury (surgery and ICU admission) had been received on november 13, 2025, via customer email. Reason for delay: the november 13, 2025 email clearly documented serious injury (surgery and ICU admission). However, this information was not appropriately escalated to headquarters and was not recognized as meeting reportability criteria at the regional level. Direct inquiry confirmed that pentax medical spain had read and recognized this information on november 13, but determined reporting was unnecessary based on the following factors: more than one month had elapsed since the event date. Device had functioned normally during that period. Device inspection revealed no malfunction. Causal relationship between device and patient harm was unknown. The corrected awareness date is november 13, 2025. Investigation is ongoing; no device malfunction has been identified to date. Supplemental reports will continue as additional information becomes available.

Event description:
On 13-nov-2025, pentax medical became aware of an event involving a pentax medical ultrasound video scope model: eg36-j10ur, serial number: (B)(6) in portugal within the emea region. On (B)(6) 2025, an endoscopic procedure was performed using the endoscope concerned. During a visit to the facility on (B)(6) 2025, the pentax medical territory manager received a report from the facility's service department regarding a malfunction that occurred during expansion of the ultrasound endoscope balloon, and the endoscope was collected. On (B)(6) 2025, the facility reported by email that during the endoscopic procedure on (B)(6) 2025, the ultrasound endoscope balloon expanded rapidly and extensively with air instead of water and affected the patient's duodenal wall. The email also reported that the patient had undergone surgery and was admitted to the intensive care unit (ICU). The facility also reported that the endoscope continued to be used normally for approximately one month from the date of the event until collection on (B)(6) 2025. At that time, the endoscope had already been collected and technical verification was in progress. While pentax medical maintained regular contact with the facility regarding the progress of the technical verification, notification was received on 22-dec-2025 that the patient had died. At this time, the causal relationship between the pentax medical endoscope and the patient's death is unknown. This event occurred during use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.